Event description:
A distributor contacted heartsine to report that a customer¿s pad pack was depleted. Failure to power on device may prevent or delay defibrillation. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be powering on automatically. The returned pad-pak was also found to be depleted. This fault was attributed to corrosion on the membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s pad pack was depleted. Failure to power on device may prevent or delay defibrillation. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.